Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test, blank display and damage on the insulin pump. The customer's blood glucose value was 171 mg/dl. The customer stated that during failed battery test, the customer received blank display. The customer inserted new batteries and the display returned. The customer was not able to clear failed battery test. The product was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and was monitored and no blank display anomalies or failed battery test noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.